Event description:
Currently using a phillips CPAP that appears it is causing cancer to some patients. I have been using this machine for approximately 5 plus years. Not sure if related, but I am currently being treated for non-cancerous nodules in my thyroid.